Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient images available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The devices were not returned for further evaluation and patient images were not available for review.

Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient initially implanted with a bifurcates stent and a suprarenal aortic extension on (B)(6) 2013. In 2015 the patient had an unknown endoleak and the physician implanted an additional proximal extension to seal the leak. On recent follow-up the patient still had aneurysm sac growth without an endoleak identified on computed tomography (CT) scan. The physician elected to explant the devices and complete an open repair. During the repair the physician observed no blood in the aneurysm sac and a tear in the bifurcated device, however, the tear was sealed by the proximal extension implanted in 2015. The patient is in stable condition.